Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's touchscreen is not responding. There was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer attempted touchscreen calibration but continued to experience the same issue. The rse provided the customer with the part ID of the touchscreen to order for repair.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. Following the repair, the device successfully passed performance specification testing, with compliance confirmed through standard testing procedures. The ventilator has since been returned to service.